Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. A motor controller (mc) (motor controller) board was returned for analysis. An investigation was performed and this failure was caused by the 12 bit a/d (analog digital) converter due to multiple shorts. Replacement of 12 bit a/d converter on the mc (motor controller) board corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4:(B)(6) 2020. A gas delivery system (gds) assembly was returned for analysis. An investigation was performed and this customer complaint was caused by an out of specification air flow sensor u1. Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019. The device was evaluated by the field service engineer and the reported issues were confirmed. The field service engineer replaced the motor control (mc) printed circuit board assembly (pcba) and flow sensor assembly to address the reported issues. The issues have been resolved, the device has been tested, and the device now functions as intended.

Event description:
The customer reported a power supply issue. During operation, 35 v supply, ovp circuit failed and 5 v supply failed occurred. During "test 7: oxygen accuracy", the concentration did not match the device setting. There was no patient or user harm reported.